Manufacturer narrative:
As reported, a trapease inferior vena cava (ivc) filter was found to be multiply fractured, with one fragment having embolized to the right renal vein. According to medwatch report mw5177645, filter fracture and fragment embolization was noted. Neither the exact event date nor lot number involved were provided. The condition has remained stable since 2017, and no intervention has been performed. The device will not be returned for evaluation. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. The reported ¿filter ¿ fractured separated¿ and ¿filter ¿ migration ¿ embolization embolization-caudal¿ could not be substantiated because the device was not returned and images were not provided. The exact cause of the reported event cannot be found therefore, procedural and patient anatomical factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a trapease inferior vena cava (ivc) filter was found to be multiply fractured, with one fragment having embolized to the right renal vein. According to medwatch report mw5177645, filter fracture and fragment embolization was noted. Neither the exact event date and lot number involved were provided. The condition has remained stable since 2017, and no intervention has been performed. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.